Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoid colectomy and cholecystectomy. Pt alleges that the surgeon left an endoscopic pouch in her peritoneal cavity and that the surgeon's colleague removed the endoscopic pouch from her rectum. The material was not sent for pathological evaluation and was preserved by the pt's husband.